Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose (bg) level was high; a correction bolus was delivered via the pump. Troubleshooting was performed and the pump was found to be depleting as intended. Customer continued to use the pump for insulin therapy.